Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter with a wire inside the lumen of the device. The balloon was loosely folded and there was contrast in the balloon. Microscopic and tactile inspection found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Functional testing consisted of loading the returned wire distally onto the emerge balloon catheter. The wire easily loaded onto the complaint device and tracked without any resistance. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. After a non bsc guide wire crossed the lesion, a non bsc stent was deployed and a 6.00mmx12mm nc emerge&#59394;balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was then inflated for 5 seconds at 12 atmospheres. An attempt was made to remove the device however, it became stuck with the guide wire. The guide wire was then unintentionally removed together with the balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. After a non bsc guide wire crossed the lesion, a non bsc stent was deployed and a 6.00mmx12mm nc emerge balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was then inflated for 5 seconds at 12 atmospheres. An attempt was made to remove the device however, it became stuck with the guide wire. The guide wire was then unintentionally removed together with the balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.